Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that approx two weeks post-implant, the pt was experiencing power spikes with decreasing pump speed. Waveforms and log files were submitted to the MFR for analysis. The hosp exchanged the system controller with no resolution to the power spikes. The percutaneous lead was evaluated for any abnormalities and in addition x-rays were taken from multiple angles to assist with the diagnosis as to whether a pump exchange was needed. Additional info submitted to the MFR indicated that the hosp had decided to continue monitoring the pt at this time.

Manufacturer narrative:
The pt remains on lvad support with no further issues. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.